Event description:
During a lap total proctocolectomy, the surgeon was using the stapler, and the stapler would not close once it was placed around the tissue. Another device was opened and worked without issues.